Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had high blood glucose and insulin pump received the critical block and inverse critical block did not add to zero error. The customer¿s blood glucose level was 419 mg/dl at the time of incident. The insulin pump passed the self test. The insulin pump will not be returned for analysis.